Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received off no power alert. The customer¿s blood glucose level was 120 mg/dl. Troubleshooting was performed and noticed that the customer did not receive a low battery alert prior to the off no power alert. The customer also stated that this was the second occurrence of off no power without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).